Event description:
The luer lock microclave connector on smallbore ext [extension] set was used to infuse a dose of medication to patient. Once medication completely given, ext set was flushed and syringe removed; but it was noted that the microclave connector piece remained depressed after use. Because it remained depressed, it was not sealed, creating risk for infection. This connector and smallbore ext set had only been used for this one dose of medication, and because of it remaining depressed it was unhooked from the patient and sequestered and a new connector with ext set was obtained.